Event description:
It was reported that during an un-specified procedure on (B)(6) 2015, the confianza guide wire broke in the anatomy, and it was believed that the separated portion was retrieved. During a CT scan performed on (B)(6) 2015, it was observed that 70 cm of the guide wire remained in the anatomy, and was seen from the right groin, over the arch, and down the popliteal. No treatment was reported and no additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for investigation. Based on the provided information, it is presumed that the tip of the guide wire may have been trapped in the vessel. Removal and/or rotational manipulation of the guide wire might have been applied with force and/or repeatedly, thereby resulting in the coils unraveling and elongating such that the core broke due to the force which exceeded the products design limit. The instructions for use warnings section states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do no torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. Separation or breakage of guidewire is listed as one of possible complications and adverse events. All the shipped products are inspected in the production process for meeting product specifications and the release criteria. There is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.